Event description:
It was reported: the implanted device was having telemetry issues. The patient was unable to recharge. The pocket appeared to be superficial and the device was not thought to be flipped. An ins over-discharge was suspected. Problems with recharge coupling were the primary reason for the over-discharge. This was thought to be the second overdischarge. Additional information received indicated the over-discharge was based on patient noncompliance. A physician mode recharge was attempted but was not successful. The patient was being scheduled for an ins replacement.

Manufacturer narrative:
.